Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Blood glucose at the time of incident was 50 mg/dl. Current blood glucose was 159 mg/dl. Customer treated for low blood glucose with food. Patient has been experiencing low bgs for several hours. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.